Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during insertion to treat an atrial fibrillation (a fib) presented air aspirated. After introduction in patient, air kept introducing in the syringe as if there was a leakage (valve). The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. The sheath was prepared for leak testing by purging out the air in the sheath with deionized water. A leak from the handle was observed and testing was no further continued. The sheath's handle cap and valve cap were removed to examine the flush lumen and the hemostatic valves under the microscope. No damage was observed on the flush lumen. However, the external and internal hemostatic valves had tears by the center slit. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. These findings indicated the potential source of air ingress. Additionally, the internal hemostatic valve was found deformed potentially due to the dilator being inserted in the sheath for an extended period during storage/shipping.

Event description:
It was reported that a faradrive steerable sheath during insertion to treat an atrial fibrillation (a fib) presented air aspirated. After introduction in patient, air kept introducing in the syringe as if there was a leakage (valve). The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.